Event description:
It was reported, "the tibial inserter locked onto the tibial base plate. Had to be removed with pliers."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If device or additional info becomes available, it will be submitted in a supplemental report.